Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29jul2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported o2 concentration are out of specification. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 15oct2019. The gas delivery system (gds) assembly was returned to failure investigation (fi) for evaluation. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. During troubleshooting the gds assy found defective u1 (sensor air flow amp 1000 sscm) on the air flow sensor pcba. The defective u1 on the air flow sensor pcba created the air flow accuracy, o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.